Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
The customer reported backup alarm test failed error. The customer contacted product support and reported an error code in the significant event logs. Product support advised of the suspected cpu pcb and provided part ID. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:08apr2021. B4:20apr2021. Per biomedical engineer replacing the central processing unit board corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.